Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.

Event description:
The customer reported the kv was going up to 120 and they would lose the fluoroscopy image. There is no report of pt injury associated with this event.